Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nh3 was not communicating and placed on critical override for medical staff. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the station¿s slow performance and inability to dial in to rss were caused by incorrect or unstable network duplex settings combined with pyxinet interference. A technical support specialist resolved the issue by setting the nic to the correct 1gbps full duplex mode, disabling pyxinet, and verifying ip configuration and server connectivity through ipconfig and direct ping tests. Later, the hospital it team fixed the underlying network issue, and the system functioned as intended after the technical support specialist completed the troubleshooting and investigation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nh3 was not communicating and placed on critical override for medical staff. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.